Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive a da vinci product to perform failure analysis. The probable root cause could not be determined based on the provided information. A review of the system logs cannot be performed due to insufficient information provided; the event date and da vinci system information are unknown.

Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy procedure, tissue became stuck within a white sureform 60 reload while unclamping the sureform 60 stapler instrument, resulting in a tissue injury. The staple line was manually oversewn with sutures. The procedure was completed robotically and there were no post-operative complications. Additional details regarding the incident could not be recalled by the surgeon.